Manufacturer narrative:
Initial reporter full facility name provided is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to performing ureteral stricture dilation surgery, when opening the ureteral stricture balloon for use, a noticeable leak was observed in the pressure pump. Replaced the balloon set.

Event description:
It was reported that prior to performing ureteral stricture dilation surgery, when opening the ureteral stricture balloon for use, a noticeable leak was observed in the pressure pump. Replaced the balloon set.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection of the sample noted one inflation device and inflator tray was returned inside a ziplock bag (figures 1-2). The device exhibits the cts mark indicating 100 percent functional verification at the time of manufacture, and the gauge was in the zero box upon arrival. No visual abnormalities were noticed during the visual inspection of the device upon receipt. The device was connected to the pressure indicator, and the plunger was pulled outwards to fill the device with distilled water to aspirate it. The device was then pressurized, and as the pressure increased, the gauge needle did not move. There was no leak observed in any component of the device, the only abnormality being the gauge needle refusing to move. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed, a labeling review is not required. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.